Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 9.3 mmol/l. The customer states the insulin pump alarmed motor error and was assisted in clearing it. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was no motor position encoder error alarm reported. The customer states they are able to rewind the pump and the alarm has not occurred more than once in the last 30 days. The customer states the alarm occurred during prime. The displacement test was performed and passed. The customer was advised that it may be a connection issue. The customer was advised to verify if the tubing is free of kinks or bends. The customer has tried 4 different sets and they have slight discoloration. The customer was then asked to change the reservoir and it resolved the issue.